Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) male child patient experienced high blood glucose levels. Reportedly, a day before the event, the patient ate something and did not bolus for it, so he had high blood glucose level. Moreover, on that afternoon, it was hard to get it down (as the blood glucose level was above 400 mg/dl), but his blood glucose levels started to come down that night. They changed his site, and he gave insulin himself. Further, they found out that the cannula was kinked, and he was not able to receive any insulin. They switched out the sites again and gave insulin; the patient was nauseous, and his blood glucose levels did not went down. Consequently, on (B)(6) 2022 at 7: 00 am, he went to the emergency room, as his ketone test resulted in high ketones (2.2 mmol/l) and his blood glucose level was 500 mg/dl. His health care professional confirmed that he experienced diabetic ketoacidosis. During hospitalization, he was administered intravenously, some unspecified fluids and zofran. However, his parents were checking his blood glucose levels every hour and gave manual insulin injections as needed for correction. He stayed in the emergency room for 12 hours and was released the same day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.